Event description:
It was reported that during implant of the left ventricular lead, a stylet had become stuck within the leads body. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.